Event description:
It was reported that during a small bowel resection procedure, during the fourth firing to close common opening after a side to side anastomosis, on blue tab, staple line completely unraveled. Staple line was hand sutured. There were no adverse consequences for the patient. Device was discarded. Additional information: the tissue was thick.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.